Manufacturer narrative:
Additional information was received on 9/18/2020, patient also experienced right sided anisomastia post procedure. Manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2020. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed granuloma. During visual evaluation of the device, siltex cracking was observed on the posterior aspect. Additionally, a tear was observed within the siltex cracking on the posterior aspect, measuring approximately 3.8 cm. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
After review of file, it was determined that patient experienced left side hematoma post procedure. Reason for device explant and/or reoperation: breast pain, granuloma, rupture and hematoma clinicians assessment: it was reported that a 57-year-old female patient who underwent breast implant surgery with mentor medical devices (sx mpp gel 450cc, date of implant (B)(6) 2016) has experienced breast implant rupture on the left side and a suspected on an implant rupture on the right side confirmed by CT and complicated with breast pain. It was also reported that the patient experienced granuloma confirmed by CT. As a result, breast implants were removed on (B)(6) 2020, it was also reported that during surgery a large amount of free silicone as well as old hematoma was evacuated on the left side. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 9/28/2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 10/5/2020, information became available, patient experienced bilateral breast pain, granuloma and right sided rupture post procedure. Reason for device explant and/or reoperation: breast pain, granuloma and rupture manufacturer¿s reference number:(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent breast augmentation revision surgery with a 450cc mentor memorygel breast implant experienced left sided capsular contracture baker grade unknown and rupture post procedure. As a result, patient has a planned explantation on (B)(6) 2020.